Event description:
While trying to install paper in the printer, lpn/clinical tech was hit in the face with a spray of air and rapicide from the basin connector. Rapicide got into their eyes. Physician examined their eyes and found no abrasions, just the swelling, redness and irritation (like conjunctivitis). Doctor prescribed eye drops.